Event description:
On (B)(6) 2012 customer reported that there was dried fluid from the dxh 800 instrument. Customer stated that this was an ongoing issue with the instrument leaking. No injuries were reported and no erroneous patient results were generated. Customer was also notified that is issue was being investigated under CAPA (B)(6) regarding potential plugging of the mix chamber. Field service engineer (fse) inspected the instrument and found and cleared pieces of rubber stopper plugging the nucleated red blood cell (nrbc) mix chamber. Fse changed the aspiration probe and verified the instrument. This resolved the leak.

Manufacturer narrative:
Evaluation, results: nrbc mixing chamber. (B)(4).